Event description:
Per the article "cochlear implants and magnetic resonances cans: in the cochlear implants international journal" from (B)(6) 2013; it was reported that a cochlear implant patient experienced bilateral skin flap breakdown with left side magnet displacement. The patient underwent bilateral revision surgery in (B)(6) 2010 (specific date not reported). Identifying patient information cannot be obtained as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device(s) not available for analysis.